Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned acc hex rod 5.5x480mm, ss [product code: 1881-63-480, lot no: 708527op] indicated that the rod broke unilaterally and resulted in two segments. Devices were sent to the lab for further evaluation. Optical images of the fractured acc hex rod 5.5x480mm, ss exhibited scratches and smooth shiny areas indicative of surfaces rubbing post rod fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the acc hex rod 5.5x480mm, ss [product code: 1881-63-480, lot no: 708527op] was conducted identifying the following: a partial lot was released to stock on 06/12/2010 with no discrepancies. A partial lot was released to stock on 07/03/2010 with no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. It has been noted that this is the first complaint reported this year as a result there has been no systematic trend observed for issues of this nature. The root cause of the acc hex rod 5.5x480mm, ss becoming fractured cannot positively be determined. However, it was reported by the sales rep that patient created a load which caused the rods to break. As there have been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends this complaint will be closed with no further action required.

Event description:
It was reported that the rod was cut into two sections that were positioned bilaterally in the spinal construct. Revision surgery was performed do to post operative breakage of both sections of the spinal rod. Concomitant devices: expedium polyaxial screw, 188112880, qty = 1; expedium polyaxial screw, 188115645, qty = 1; expedium polyaxial screw, 188112745, qty = 1.